Manufacturer narrative:
(B)(4). Evaluation: results: (mi).

Event description:
Patient received a 3.0mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox rca during index procedure. Total occlusion for rca was confirmed during procedure and revascularization was performed with deployment of two endeavor sprint rx stents (details unknown) to target lesion. As a small amount of thrombus was still present, thrombectomy was also performed. It was reported that the patient suffered an acute nstemi one day post index procedure. It was reported that patient underwent to a staged procedure 3 days post index procedure. A 2.5mm diameter x 24mm length endeavor sprint rx stent was deployed to prox cx. It was reported that the staged procedure was complicated by the confirmation of a thrombus to target lesion. Investigator has confirmed that the reported event was not related to the study device and to the antiplatelet study drug; however, there was a definite possibility that the event was related to the procedure. No other clinical sequelae were reported. (MFR # 9612164-2011-00158, 9612164-2011-00160 and 9612164-2011-00161).